Event description:
It was reported to boston scientific corporation that an ultraflex esophageal stent was intended to be implanted within the esophagus of a patient with an anastomotic stricture on (B)(6) 2010. According to the complainant, the patient may have had a malignant tumor; however it could not be confirmed. During the stenting procedure the user experienced difficulty releasing the deployment suture; "the stent and delivery system moved together". It was reported that the deployment suture did not break, nor did it get caught on anything. However as a result of the deployment difficulty, the stent was only partially deployed. The physician cut off the proximal end of the delivery system, and removed the partially deployed stent from the patient without issue utilizing an overtube device. It was reported that the procedure was not completed. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be good.

Manufacturer narrative:
(B)(6). (B)(4) (medical intervention required), (stent partially deployed). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual and microscopic examination found that the stent was partially deployed by approximately 57mm. It was also noted the handle of the device had been severed. It was possible to deploy the remainder of the stent however initially resistance was noted. Examination of the deployed stent found no anomalies. The most probable root cause classification of this investigation is design. A labeling review identified that the device was used per the directions for use. A review of the manufacturing documentation found no anomalies or deviations during the manufacture of this batch. There have been no other similar complaints reported for this particular batch.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal stent was intended to be implanted within the esophagus of a patient with an anastomotic stricture on (B)(4), 2010. According to the complainant, the patient may have had a malignant tumor; however it could not be confirmed. During the stenting procedure the user experienced difficulty releasing the deployment suture; "the stent and delivery system moved together". It was reported that the deployment suture did not break, nor did it get caught on anything. However as a result of the deployment difficulty, the stent was only partially deployed. The physician cut off the proximal end of the delivery system, and removed the partially deployed stent from the patient without issue utilizing an overtube device. It was reported that the procedure was not completed. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be good.